Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number six states, "inadequate range of motion due to improper selection or positioning of components." This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent total shoulder arthroplasty on (B)(6), 2007. Subsequently, the patient was revised on (B)(6), 2011, due to joint tightness. The 48 x 24mm offset head was removed and replaced with a 44 x 22mm offset head (4mm).